Manufacturer narrative:
Corrected.

Event description:
The customer reported that the unit has an error code message of data acquisition (da) pcba adc failed. There was no patient involvement.

Event description:
The customer reported that the unit has an error code message of data acquisition (da) pcba adc failed. The device was in clinical use at the time the reported issue was discovered; however, that was no harm to the patient or user.